Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl and the pump had chips around the top of the battery compartment and chunk of plastic missing. Customer declined troubleshooting for the high blood glucose and treated with bolus. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin device will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and stained address or serial number label.